Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11557. It was reported the pt had experienced heat at the ipg site while charging. The pt reported the burning sensation began after 15 minutes of charging. In addition, the pt reported the charger took an unusually long amount of time to locate the ipg. The sjm representative met with the pt and determined a spacer was needed; the pt was able to charge the ipg to full with less heating. A replacement charging system was sent to the pt, and she was advised regarding the charging recommendations.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Evaluation: results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.